Event description:
It was reported that a patient presented with their implantable cardioverter defibrillator (ICD) in backup mode due to use in off-label MRI environment; hv therapy was not active at the time of backup mode. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.